Manufacturer narrative:
This was a duplicate report that was filed in error. This report was previously submitted on 9/30/2016 under report # 1282497-2016-00767. All additional information or supplemental reports for this incident will be associated with report # 1282497-2016-00767. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit will not power on. Upon triage on (B)(6) 2016, service found no audio.

Manufacturer narrative:
Submit date: 01/12/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2016 service found that the unit had no audio.